Manufacturer narrative:
There have been no lab tests or other diagnostic data provided to the firm to confirm presence or type of infection. Infection is suspected due to symptoms but has not been confirmed to be present. Poor or delayed wound healing and infection are known inherent risks of surgical procedures and there is no indication that the nalu system directly caused or contributed to the symptoms.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. On (B)(6) 2024 a surgical revision was performed due to lead migration. During the procedure the leads and the implantable pulse generator (ipg) were damaged and required replacement (see MDR 3015425075-2024-00137). After replacing the components, the patient developed symptoms of possible infection at the incision site. A full system explant was performed on (B)(6) 2024.